Event description:
It was reported that pump malfunction occurred and displayed malfunction code 9 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction reappeared, and caller acknowledged and understood these instructions.